Event description:
A surgeon reported a shunt would not release from its delivery system when pushing the button. To release the shunt, the surgeon stated "they flipped sclera, hold the delivery system and pulled it toward." The surgeon indicated there was no pt harm. No further info is expected as the surgeon is unwilling/unable to provide add'l info.

Manufacturer narrative:
Eval summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. Because a sample was not returned, the root cause cannot be determined. There have been no other complaints reported in the lot number. No further info is expected as the surgeon is unwilling/unable to provide further info. (B)(4).